Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented with bodily fluid oozing from the implant site 3 days post procedure. The patient had developed an infection. The system was explanted. No other patient symptoms were reported.